Manufacturer narrative:
The device was implanted in the patient; therefore, it is not available for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: 8mm angioguard rx, catalog # 801814rmc, lot # 70613506.

Manufacturer narrative:
Additional information was provided: per the reporter the patient felt nauseous, felt dizzy and then went blind suddenly and developed weakness in the left arm. This all occurred immediately following flushing of her port which she has for non-hodgkin's lymphoma, which she has had for about 20 years. According to neurology consultation, the patient's symptoms were consistent with acute embolic stroke, probably from her history of chronic atrial fibrillation. The patient also had an episode of seizure, probably from her recent stroke. A note provided by the physician noted that her carotid ultrasound is totally benign and there are no bruits auscultated. The patients history includes cardiac arrhythmia, history of smoking, follicular non-hodgkin's lymphoma for which chemotherapy was used several years ago, thyroid cancer, atrial fibrillation, dyslipidemia, hyperlipidemia, hypertension, chronic pain and diabetes mellitus. High risk criteria includes severe pulmonary disease. The additional information that was recently obtained on the stroke and seizure does not meet the required criteria for medical device reporting as the information states that event was not related to the device or the procedure. The physical symptoms manifested themselves on the left side of the body, the same side that the stent was placed, immediately after flushing of the port occurred. Additionally, it was stated that the likely cause of the embolus was the patients pre-existing a-fib and that the carotid ultrasound was benign. Therefore, please note that as there is no alleged product failure and this file was inadvertently submitted as a complaint under the medical device reporting regulations. No further reports are forthcoming.

Event description:
As reported by the (B)(4) study, a patient has a sudden onset of visual field loss in both eyes, reflex changes, left hemiparesis and other symptoms about one month after a procedure in which the patient had a 10x30mm precise pro rx stent implanted. The patient was diagnosed with an ischemic stroke. The neurological event lasted greater than 3 months and the patient fully recovered with no residual deficits. The target lesion was located in the left carotid artery and had a length of 10mm and a diameter of 5.5mm. The eccentric lesion was moderately calcified with a stenosis rate of 90%. There was no target lesion thrombosis. The vessel was a type iii arch vessel with mildly tortuous. The nih and rankin stroke scale scores were both 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with an 8mm angioguard rx embolic protection device, which was successfully deployed past the lesion before pre-dilation was performed. Then, a 10x30mm precise pro rx stent was inserted and deployed at the target lesion, leaving a final stenosis rate of 0%. Then, the angioguard was successfully retrieved and found to have no debris in the basket. There was none documented presence of air bubbles and no neurological deficit when patient left the angiography suite. There was no occlusion in contralateral carotid. The patient was discharged the next day with an nih and rankin score of 0 and no major adverse events. About one month and 5 days after the procedure, the patient had a sudden onset of visual field loss in both eyes, reflex changes, left hemiparesis and other symptoms. The patient was diagnosed with an ischemic stroke. The neurological event lasted greater than 3 months and the patient fully recovered with no residual deficits.